Manufacturer narrative:
The implant was returned for evaluation. Visual inspection confirmed that the implant was disassembled. However, functional test of the returned components revealed that the device was functionally acceptable. Therefore, a probable cause of the retention feature failure is insufficient posterior distraction due to the surgeon not using the distraction forceps, or rotational or lateral movement during adjustment of the implant. A review of the manufacturing records did not identify any issues which would have contributed with this event.

Event description:
It was reported that the retention feature failed during implant adjustment while in the disc space. Another mobi-c implant was used to complete the procedure. No patient consequences were reported.

Manufacturer narrative:
This medwatch is submitted to send the initial report. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Investigation is still on going. Conclusion not yet available. Device evaluated by MFR: device not returned yet.

Event description:
Mobi-c p&f us: disassembled before implantation. Report of complaint was received, during a cervical surgery, a mobi-c p&f us was disassembled. According to the description provided from the reporter , upon positioning and initial taps of implant the physician stopped and pulled out the implant and the domed section of the implant had detached from the implant and peek insertion construct. Surgeon tried to put back together the implant, however he was unable and preferred to proceed with a new implant. No patient impact or surgery delay was reported. The surgery was completed with the same size device without further issue . Update received on march 05th 2019 : patient is at home recovering from surgery and is doing well. According to the reporter the surgical technique was followed. In addition, the implant could have been inserted with an angle as the superior dome endplate dislodged rather quickly from peek cartridge. No pre op images will be provided the distraction forceps and pins were not used. Investigation still in progress.